Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that on dec. 18th an emergent adult patient arrived actively coding. When spontaneous circulation was established the patient was briefly placed on the ltv 1200 ventilator.the rt (respiratory therapist) noted that the volumes appeared to be approximately double the set volume. Soon after, the patient continued to code and was removed from the vent. A bag mask valve was used for ventilation until the patient ultimately expired. They do not believe the vent issue is related to the patients demise.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vent check, chapter 2 ventilator checkout tests: alarm, display, control and leak, were passing on all counts. Moreover, tests on volume operation and tidal volume were also performed and had passing results. The event trace review also found that the ventilator have operated according to specification. However, it was still suggested to replace the assembly ltv 1200 p/n 18888-001-99 s/n (B)(6) as required, rework to current configuration, recalibrate, and retest per specifications.